Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. This report is for the sapien 3. The date of the events are unknown. According to the article the date range for this event(s) is from 25th november 2013 and 31st august 2016.  For this reason, the first day of the range was used as the occurrence date.  Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. As relative patient information was not provided, the exact cause of the conduction disorder is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Article reference: yang j, zimmet jm, ponna vm, ma f, wozniak cj, ge l, shunk ka, tseng ee. Evolution of veterans affairs transcatheter aortic valve replacement program: the first 100 patients. J heart valve dis. 2018 jan; 27 (1): 24-31. Pubmed pmid: 30560596.

Event description:
As reported through article ¿evolution of veterans affairs transcatheter aortic valve replacement program: the first 100 patients¿, between 25th november 2013 and 31st august 2016, one patient who had a sapien placed required a permanent pacemaker (ppm), six patients who had sapien xts placed required a ppm, and 1 patient who had a sapien 3 placed required a permanent pacemaker (ppm). No patient and procedure specifics were required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2019-00265, 2015691-2019-00266, 2015691-2019-00268,  2015691-2019-00269, 2015691-2019-00270, 2015691-2019-00272.